Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an un-specified procedure, the 5.5 x 120 mm supera self expanding stent system (sess) was advanced onto the .018 guide wire; however, prior to entering the anatomy, the sess became stuck on the guide wire, and the stent began to deploy, with approximately 5 mm of the stent exposed. The sess was able to be pulled off the guide wire. The guide wire was then removed and exchanged for a .014 guide wire. A new supera sess was used successfully. After the procedure, the physician tested the device on the back table by deploying the stent, then advanced the sess successfully over the .018 guide wire, without resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported resistance with the guide wire and partial stent deployment was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.